Manufacturer narrative:
Patient information (patient identifier, age, weight, etc.) Has been requested. Once received, this information will be submitted in a supplemental report. Serial number of the device in question is not known at this time. This information will be submitted in the supplemental report. Device will not be returned to the manufacturer. It will be evaluated in the field. Once evaluated, subsequent evaluation details will be submitted in a supplemental report.

Event description:
The customer alleges that while attempting to remove a single foot section, the customer actually removed all three sections off the main and injured her back.